Event description:
It was reported to boston scientific corporation on july 9, 2009 that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009 (patient; reported as elderly, however, actual age is unknown). According to the complainant, during the procedure, the physician felt resistance when he pulled back on the balloon catheter. The balloon detached from the catheter while the physician was sweeping the stone out of the common bile duct. The balloon was retrieved with another extractor balloon. The procedure was completed a different boston scientific extractor balloon (size unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.